Event description:
The customer reported concurrent flow. The primary tubing set was being used to deliver 500ml of 0.9% sodium chloride. The secondary tubing set was being used for piggyback delivery of an unspecified solution and was connected to the primary tubing set. The customer reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, while the secondary solution was delivering, it was reported the primary solution was also delivering. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.